Event description:
It was reported that a portico valve, 29 mm was selected for implant on (B)(6) 2022. There was calcification extending beneath aortic annular plane in the interventricular septum and the left ventricular outflow tract (lvot). There was sufficient calcium to allow sealing of the device. During the procedure after the 3rd deployment attempt, the valve was implanted, with non-optimal implanting depth. Mild perivalvular leak (pvl) was seen on transesophageal echocardiography (tee) around the annular area post implant which transitioned to moderate perivalvular leak (pvl) a couples of days after procedure. The patient experienced symptoms of pulmonary congestion. An unknown intervention was planned (date unknown). Patient was in critical condition in the intensive care unit (ICU).

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of paravalvular leak was reported. Information from field indicated that the implant depth was one cell, at a non-optimal depth and that it took three attempts to implant the valve. Two images were received from the field, which appeared to show an implanted portico valve. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications, including specification for radial force. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined, but is consistent with the valve being implanted at a non-optimal depth.na